Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported a patient experienced arrythmia (asystole) and a stroke approximately four hours after the complexation of a pulse field ablation (pfa) pulmonary vein isolation procedure using a farawave pfa catheter the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and the patient regained consciousness and "displayed transient type symptoms". Neurology performed a computed tomography angiography (cta). The symptoms resolved but a MRI was performed and noted a "small punctate stroke". The patient is considered fully recovered and the catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was reported a patient experienced arrhythmia leading to a stroke. After fours hours pulmonary vein isolation post-procedure, the patient went asystole (20 second pause) and cardiopulmonary resuscitation (CPR) administered. The patient regained consciousness and displayed transient type symptoms. Neurology was consulted and computed tomography angiography (cta) was completed. The symptoms were resolved. The magnetic resonance imaging (MRI) test identified a small punctate stroke. Patient is fully recovered. There were no device issues reported. The device is not expected to be returned for analysis. It was further confirmed via gfe dated (B)(6)2025, the case that was preformed was a farapulse ablation, but the account was unable to give me the lot#. It was a 31mm farawave catheter that was used for the ablation and a faradrive sheath. The catheter and sheath were disposed of after the case was completed. Versacross for faradrive was used for tsp and was disposed. There was no difficulty during tsp, no malfunctions or contribution from tsp device neither it is believed the device or procedure caused complication.

Event description:
It was reported a patient experienced arrythmia (asystole) and a stroke. Approximately four hours after the complexation of a pulse field ablation (pfa) pulmonary vein isolation procedure using a farawave pfa catheter the patient went into cardiac arrest. Cardiopulmonary resuscitation (CPR) was performed and the patient regained consciousness and "displayed transient type symptoms". Neurology performed a computed tomography angiography (cta). The symptoms resolved but a MRI was performed and noted a "small punctate stroke". The patient is considered fully recovered and the catheter was disposed by the facility and will not be returned as the device performed as expected during the procedure and there were no reports of any performance concerns. It was reported a patient experienced arrhythmia leading to a stroke. After fours hours pulmonary vein isolation post-procedure, the patient went asystole (20 second pause) and cardiopulmonary resuscitation (CPR) administered. The patient regained consciousness and displayed transient type symptoms. Neurology was consulted and computed tomography angiography (cta) was completed. The symptoms were resolved. The magnetic resonance imaging (MRI) test identified a small punctate stroke. Patient is fully recovered. There were no device issues reported. The device is not expected to be returned for analysis. It was further confirmed via gfe dated 04feb2025, the case that was performed was a farapulse ablation, but the account was unable to give me the lot#. It was a 31mm farawave catheter that was used for the ablation and a faradrive sheath. The catheter and sheath were disposed of after the case was completed. Versacross for faradrive was used for tsp and was disposed. There was no difficulty during tsp, no malfunctions or contribution from tsp device neither it is believed the device or procedure caused complication.

Manufacturer narrative:
Correction to the initial MDR in block device codes (f10 and h6), in sections f: for use by uf/importer and h: device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.